Event description:
It was reported that 2 relion® insulin syringes experienced hub separation from the device and were unable or difficult to aspirate during use. The following information was provided by the initial reporter; relion consumer reported, needle hub separated when removing shield shield difficult to remove 2 syringes affected stated, not able to draw insulin 2 syringes affected both issues came from same box lot: 9273265 catalog: 328509 date of event: unknown

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 10/23/2020 h.6. Investigation: customer returned five (5) 0.5ml insulin syringes from lot 9324157. Consumer reported that the needle hub separated when removing the shield and the shield was difficult to remove; also, was not able to draw insulin. All 5 returned syringes were examined, and it was observed that 2 syringes exhibited a needle hub/shield assembly separated from the barrel; no damage to the barrel tip was observed. The 3 syringes with hub assemblies attached were tested to determine the shield removal force. All 3 tested syringes tested within shield removal force specification. Next, these 3 syringes were tested for flow: all 3 syringes were able to draw and expel properly. A review of the device history record was completed for batch# 9324157. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200861736] noted that did not pertain to the complaint. There was one (1) notification [200862349] noted for raised needle assemblies. There was one (1) notification [200861669] noted for cracked hubs. - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (unable to perform function (not drawing)) process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: the guide was out of adjustment. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 2 relion® insulin syringes experienced hub separation from the device and were unable or difficult to aspirate during use. The following information was provided by the initial reporter; relion consumer reported, needle hub separated when removing shield difficult to remove. 2 syringes affected. Stated, not able to draw insulin. 2 syringes affected. Both issues came from same box. Lot: 9273265. Catalog: 328509. Date of event: unknown.